Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached/separated from the fiber and not returned with the fiber; therefore, the reported event is confirmed. The level of devitrification at the output window was unable to be observed. The metal cap exhibited severe debris adhesion on its surface. A review of the device history record confirmed that the fiber met specification prior to release. It is possible that the debris adhesion found on the metal cap contributed to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed glass cap detachment and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip detached inside the patient. The fiber tip was retrieved from the patient body by using biopsy forceps. A second fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip detached inside the patient. The fiber tip was retrieved from the patient body by using biopsy forceps. A second fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.